Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the implanted lens was removed and replaced during a secondary procedure with an unspecified advanced technology intraocular lens (atiol). The patient¿s experience and the clinical reason for the explantation were not specified. According to the additional information received, there was no further impact to the patient. There are two medical device reports associated with this patient. This report is associated with the left eye.